Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat wolff-parkinson-white (wpw) syndrome an intellanav mifi open-irrigated ablation catheter was selected for use. The catheter irrigation was broken. The catheter was replaced with another of a different model. The procedure was completed with no patient complications. The device is expected to be returned for analysis.